Event description:
It was reported that the patient with lumbar spondylolysis underwent a procedure for implant of peek interbody device at l3-4 via tlif. During insertion, the device fractured. The fragments were retrieved and the cage was replaced with a new cage. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device was not returned to medtronic for evaluation. A review of the device history records found no information to indicate a non-conformance to specification. Unable to determine cause of the event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Macroscopic examination confirms the implant is broken at the inserter interface tab. Microscopic examination of the fracture surface reveals a brittle fracture with no indication of fatigue. The location and direction of the fracture suggests a torsional overload as the mechanism of failure.